Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that all pockets on the enhanced full height drawer main 5 were off the bus. All six row board connectors and both retractor band connectors were reseated, along with all pockets on drawer 5. The fse also released all pockets, removed debris, and tested the lids. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es customer reported that the station was showing failed storage space. The customer attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The customer rebooted the device. The customer also shut down the station by unplugging the power cord for 2¿5 minutes, reconnected the power, and powered the station back on. After reboot, the drawer recovery was attempted again, but the issue persisted and the drawer remained failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.